Manufacturer narrative:
Additional information received on 3/29/2016, the following information was updated: review of manufacturing history records found a total of (B)(4) pieces of lot 3339mm-r were released for distribution on 6/11/2015 with no deviation or anomalies. A two-year complaint history review did not find any additional reports of this nature for the reported lot. A CAPA was initiated for further investigation.

Event description:
It was reported that during a procedure performed on (B)(6) 2016, the tip of the reform polyaxial driver (39-sp-0700) broke while inserting a 9.5mm x 80mm reform pedicle screw. The screw was removed and replaced. There was no delay to the procedure reported.

Manufacturer narrative:
\Investigation in process but not yet complete. A follow-up report will be filed when investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during a procedure performed on (B)(6) 2016, the tip of the reform polyaxial driver (39-sp-0700) broke while inserting a 9.5mm x 80mm reform pedicle screw.